Event description:
"Flexigraft lige net cancellous plug 8 had scratch on the graft and surgeon needed a new one. Product unusable. Per [redacted name], this was returned to the vendor for further investigation: fcpd8, d8 l16, (B)(6), exp [redacted date]."